Event description:
It was reported that most recently the smart pass feature was disabled. A review by technical services (ts) was requested. Ts reviewed the case and confirmed intermittent oversensing and under sensing, however the reason for smartpass being disabled would have been due to long rr intervals as well as small signal amplitudes and notable big/small amplitudes. Ts discussed doing an in-clinic evaluation and testing the sensing vectors with the patient in various postures. Additional information noted that there were events recorded since the last device data download which suggested a compromised electrode. Ts discussed artifacts seen as well as loss of signals and large perturbation which are physiologic and very different to some of the atrial fibrillation (af) event which showed a clear r-wave. Additional questions were asked by the health care professional (hcp) regarding difficult to extract a fractured electrode as well as possibly re-implanting the electrode once removed. Ts replied to the health care professional (hcp) and noted that the compromised integrity may be in the pocket area rather than sense b electrode, thus allowing one to pull with traction at the xiphoid without fear for electrode separation. Ts noted that reusing the sicd with a new electrode has certainly been done and would be acceptable. The electrode remains implanted dto date. No adverse patient effects were reported.

Event description:
It was reported that most recently the smart pass feature was disabled. A review by technical services (ts) was requested. Ts reviewed the case and confirmed intermittent oversensing and under sensing, however the reason for smartpass being disabled would have been due to long rr intervals as well as small signal amplitudes and notable big/small amplitudes. Ts discussed doing an in-clinic evaluation and testing the sensing vectors with the patient in various postures. Additional information noted that there were events recorded since the last device data download which suggested a compromised electrode. Ts discussed artifacts seen as well as loss of signals and large perturbation which are physiologic and very different to some of the atrial fibrillation (af) event which showed a clear r-wave. Additional questions were asked by the health care professional (hcp) regarding difficult to extract a fractured electrode as well as possibly re-implanting the electrode once removed. Ts replied to the health care professional (hcp) and noted that the compromised integrity may be in the pocket area rather than sense b electrode, thus allowing one to pull with traction at the xiphoid without fear for electrode separation. Ts noted that reusing the sicd with a new electrode has certainly been done and would be acceptable. Additional information noted that a revision took place and the electrode was explanted and expected to be returned.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that most recently the smart pass feature was disabled. A review by technical services (ts) was requested. Ts reviewed the case and confirmed intermittent oversensing and under sensing, however the reason for smartpass being disabled would have been due to long rr intervals as well as small signal amplitudes and notable big/small amplitudes. Ts discussed doing an in-clinic evaluation and testing the sensing vectors with the patient in various postures. Additional information noted that there were events recorded since the last device data download which suggested a compromised electrode. Ts discussed artifacts seen as well as loss of signals and large perturbation which are physiologic and very different to some of the atrial fibrillation (af) event which showed a clear r-wave. Additional questions were asked by the health care professional (hcp) regarding difficult to extract a fractured electrode as well as possibly re-implanting the electrode once removed. Ts replied to the health care professional (hcp) and noted that the compromised integrity may be in the pocket area rather than sense b electrode, thus allowing one to pull with traction at the xiphoid without fear for electrode separation. Ts noted that reusing the sicd with a new electrode has certainly been done and would be acceptable. Additional information noted that a revision took place and the electrode was explanted and expected to be returned.